Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
Alleged failure: lens on camera head is off centered on screen- think it was broken internally in camera. The failure alleged in the complaint record was not confirmed/duplicated during the product investigation. Root cause: no problem found. The probable root cause of the issue reported could be the scope. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.